Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure. The diagnosis and indication for the index surgical procedure? Please clarify what is meant by device ¿did not implant correctly¿? Was an intervention performed for the seroma? Was the hernia repair associated with this event performed on primary or recurrent hernia? What was the defect size/type/location of the hernia associated with this event? Mesh size and overlap? Was the procedure associated with this event open or laparoscopic? In what tissue layer did you place the mesh? (Onlay, retro-muscular, extra peritoneal or intra abdominal). Closure of the defect (yes or no), use of stay sutures (how many), permanent or absorbable? The mesh fixation technique: device and technique? (Single or double crown; spacing between implants). Were there any surgical instruments used in the placement of the mesh that might have damaged the mesh? E.g. Graspers crimping the mesh fibers. What were current symptoms following the index surgical procedure? Onset date? Surgical findings on reoperation: mesh location and integrity. Are there any pictures available? Lot #. Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event . What is the patient current status?

Event description:
It was reported that the patient underwent ventral hernia repair on an unknown date and mesh was implanted. It was reported that the mesh did not implant correctly, mesh had crumpled in on itself and has not been able to repair the ventral defect. The patient experienced a seroma and patient has required removal of mesh. On (B)(6) 2018, the patient underwent surgical procedure to remove the mesh, which was replaced with bioa mesh to try to repair the defect. Additional information has been requested.